Event description:
It was reported that there was no flow of blood through a power injectable microbore non-dehp catheter extension set. This was noted at the start of a blood draw. The reporter stated that the set was connected to a bd vacutainer. The reporter further stated that there were no kinks or blockages noted. The issue was resolved by replacing the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. The device was received missing its luer lock assembly. Solvent was observed on the tubing end, indicating that the luer lock assembly was originally attached. During visual inspection of the rest of the set, no abnormalities that could have contributed to the reported condition were noted. The device was connected to a pressure gauge for clear passage and pressure testing with no defects related to the reported problem noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.